Manufacturer narrative:
(B)(4) UDI # unknown. The device history record for the lot number, m5159t311, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from (B)(6) stating that when the device was set-up and the first set of respiratory intakes were performed a leak alarm rang. The device was changed immediately without problem. There was no reported patient injury. Additional information received 25-jan-2016 stated the trach care catheter was placed while the patient was in the intensive care unit (ICU) and the patient was moved to a general ward in the hospital. There was no problem with the device while in the ICU but there was a ventilator alarm while in the general ward after the transfer. A nurse didn't know the source of the air leak. After alarming, the catheter was replaced immediately and there was no reported health hazard injury to the patient.

Manufacturer narrative:
The actual sample was returned without its original packaging. Visual examination noted that the position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was attached to a vacuum system, and no sound of air leakage was detected. While connected to the vacuum, the distal end was inserted into a beaker of water dyed with methylene blue. No water was pulled into the device in either the locked or unlocked position. Examination of the catheter body revealed no resistance when advancing the catheter end through the peep seal. The distal end was inspected, and no blockage was found in the skive. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. The sample met specification and was determined to be working properly and as intended. The reported event could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.